Event description:
It was reported that upon device interrogation, the dual chamber implantable cardioverter defibrillator (ICD) displayed an error message indicating the charge time was 45 seconds. Technical services was consulted and recommended this device be replaced, as therapy cannot be guaranteed. The device remains in service at this time. No adverse patient effects were reported.